Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station running slow when logged in. The field service engineer (fse) rebooted the station into admin mode and changed the network speed to 100 mbps half duplex. After rebooting, the system allowed login with only a minor delay. Preventive maintenance was performed by cleaning the electronics drawer and the area around the comm sled and power supply. Debris was removed from the bottom edge of the back panel after verifying no medications were present. The fse checked for loose drawers, reseated the drawer cable, and tested the ethernet connection in the hardware test application. All tests passed successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was running slow when logged in the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.